Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm which occurred on the homechoice(hc) during dwell 3 of 4. The baxter technical service representative (tsr) instructed the homepatient (hp) to check all the tubing and all the bags for tears, leaks or damage. The hp stated that the cat may have chewed through one of his lines again. The tsr then explained the alarm and assisted the hp to cycle power off and on twice to clear the alarm and then advised the hp to call his peritoneal dialysis nurse (pdrn). There was no patient injury or medical intervention indicated at the time of the initial report. The pd rn was contacted on (B)(6) 2010 regarding the system error 2240. The pd rn stated that she was aware of the alarm. The pd rn stated that the hp did not have any problems such as peritonitis and resumed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable after the cat damaged the patient line. The home patient stated that the cat may have chewed through one of his lines again. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).